Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that at the end of a routine hemodialysis treatment during rinseback, a system pump alarm occurred and the cycler was turned off. Nxstage technical support was contacted; however, alarm was not resolved because too much time elapsed after the cycler was turned off to initiate alarm recovery. Manual rinseback was initiated, but could not be completed, which resulted in approximately a 30cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to rinseback not performed in a timely manner following the occurrence of an alarm that was not resolved. The user's guide includes adequate instructions for alarm recovery and states to discontinue treatment and rinseback the pt's blood if unable to resolve alarms promptly. Nxstage reviewed the reported blood loss with the facility. The cycler was returned for evaluation. After several hours of simulated use testing, the system pump alarm was reproduced; however, the alarm was reset and testing continued. The exact cause of the intermittent alarm is unk and will continue to be monitored as part of the routine complaint process. Occasional alarms during treatment are expected and should not result in a blood loss if user's guide instructions for alarm recovery and manual rinseback are followed. Nxstage considers this report closed.